Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging severe nausea and dizziness, multiple cases of pneumonia, "and severe eye, chest, and throat burning." The patient is requesting a reimbursement. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging severe nausea and dizziness, multiple cases of pneumonia, "and severe eye, chest, and throat burning." The patient is requesting a reimbursement. Medical intervention was not specified. In this report, section h9 has been corrected. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. There were findings of dust contamination. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious) section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.